Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners, broken belt clip slot and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.